Event description:
We received an allegation of a questionable glucose result from one patient tested with the accu-chek inform ii meter + rf. The meter result was 600mg/dl. The laboratory result from a blood draw was 301 mg/dl. This result was deemed correct. The meter test and the blood draw were performed at the same time.

Manufacturer narrative:
The accu-chek inform ii meter serial number is (B)(6). The test strips were requested for investigation but have not been received at this time. A follow-up report will be submitted upon receipt and investigation of the product. On a regular basis, inform ii test strips of lots currently valid in the market are tested as part of routine retention testing, and the results have passed the internal inspection.